Event description:
It was reported to medtronic minimed that the customer experienced a communication issue between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead, the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found pairing failure errors in the logs. Issue was confirmed by log analysis. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the "sw requirement doc" field. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: could you please work with customer to try the below steps and let us know if this workaround helps to resolve the issue for customer or not? Please connect to a strong network and try to pair. I would recommend these general steps to help resolve the issue. Basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). Advanced steps: clear data of bluetooth app: settings apps, manage apps, find and tap on bluetooth app, clear data. Reset network settings: settings connection & sharing, reset wi-fi, mobile networks, and bluetooth, reset settings uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app remove all other pairings on the phone with other bluetooth devices. Stop any apps from running in the background that could interrupt the ble connection attempt to pair with another device. The most likely root cause is some kind of connectivity issue, either unstable internet or problems with the pump connection (like bluetooth timeout). No logs or evidence of a carelink fault or error found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.